Manufacturer narrative:
(B)(4). MFR eval pending product return.

Event description:
Health professional reports: protime system inr result 1.0. Unspecified lab system inr result 1.6. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.